Event description:
It was reported that during pre-testing of the foley catheter, there were difficulties with water injection and draining water.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is confirmed manufacturing related. CAPA 4855225 was initiated to address the reported event. Received four (5) photo samples. The first photo was a top view of the 3 way catheter with syringe. The second photo was a zoomed in view of the trifurcation site. The third photo was a zoomed in view of the tip of the catheter with deflated balloon. The fourth photo was of the inflation valve with the batch # ngjw2610. The last photo was of the tray labeling with batch# myjz4527. Received 1 all-silicone temp sensing foley catheter with sample port connector, syringe and packaging label. Verified material number 119314, batch number myjz4527 and manufacturing lot number ngjw2610. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using returned syringe and the catheter rested with no leaks noted. Attempted to deflate balloon passively using returned syringe and only 2ml of solution could be withdrawn. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using in house syringe and the catheter rested with no leaks noted. Attempted to deflate balloon passively using returned syringe and only 6ml of solution could be withdrawn. Dissected balloon and found that the notch was not perforated completely. This is out of specification per inspection procedure ip7603444, revision 0, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. This specific complaint allegation was part of a broader investigation captured in CAPA 4855225. The CAPA investigation conducted a broader review of labeling, complaints, risk management file, raw materials, and manufacturing changes for this product. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pre-testing of the foley catheter, there were difficulties with water injection and draining water.